Event description:
Reporter alleged that she obtained a 450 mg/dl result on the aviva system around 8 am. Reporter took 80 units of humalog nph and 20 units of humalog regular. Reporter stated that 10 of the humalog regular units taken were extra as her reading was high. Reporter stated that her friend found her passed out and called for an ambulance which arrived around 8:30 am. Reporter stated she was treated with glucotrol. Reporter alleged that at another time, she obtained the results of hi (greater than 600 mg/dl) and 147 mg/dl back to back within 10 minutes on the aviva system. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.